Event description:
It was reported that on (B)(6) 2025, patient had a right internal carotid artery-ophthalmic (c6 segment) saccular aneurysm (3x2mm, neck 3.16mm) with no parent artery stenosis which was treated with the subject flow-diverter stent completely covered aneurysm neck. During patient follow up visits on (B)(6) 2026, angiogram showed ¿after subject flow-diverter stent implantation for aneurysm at the ophthalmic segment of the right internal carotid artery, stent retraction occurred and the aneurysm remained unhealed¿. The distal end of the subject flow-diverter stent has migrated to the proximal side of the aneurysm. Retreatment was performed on (B)(6) 2026 with another flow-diverter stent and the adverse event was resolved on 2-may-2026 and the patient has recovered.